Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that during the implant of this right atrial lead it was difficulty to retract the helix, thus it was not possible to fixate the lead in an optimal position. High out of range pace impedance measurement were noted as well as oversensing. The lead was thus abandoned. No adverse patient effects were reported.